Event description:
Same case as MDR ID: 2134265-2014-03313. It was reported that the generator operated without the ground pads. A maestro 3000¿ cardiac ablation system - controller and a 4mm blazer catheter were selected for treatment. The maestro 3000¿ was also connected to a non bsc recording and mapping system. Upon commence of ablation, a high impedance message was observed. It was further noted that the patient grounding pad was not connected. The grounding pad was then connected and the procedure was completed with the same device. There no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).